Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the third pump lasted until 2007-2008 before the pump battery went and had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.